Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache and cloudy effluent. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified oral medication (dose and frequency were not reported), unspecified injections (dose, route and frequency were not reported) and intraperitoneal cephalosporin (dose and frequency were not reported) for treatment. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.